Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that disability or permanent damage occured in section b2. After review, it was determined that this was incorrectly selected in section b2. Nothing such has occured to the patient.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. In the initial report, section b5 was not updated, the correct b5 should be - the patient has alleged severe obstructive sleep apnea and health issues.there was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found evidence of unknown contamination on the outside of the device, dust-like contamination on the outer surfaces of the device's air outlet, but not within air path. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer concludes the contaminates found were consistent with evidence of unknown contamination on the outside of the device, dust-like contamination on the outer surfaces of the device's air outlet, but not within air path. The manufacturer confirmed there was no evidence of sound abatement foam degradation.